Event description:
It was reported by patient that they retained foreign material in urethra from urinary catheter placement during her vaginal delivery with epidural. Patient with routine vaginal delivery of infant in hospital. During this admission, a 16fr bard surestep foley tray system was used to insert an indwelling catheter as part of routine care for labor with epidural. The catheter was removed 7 hours later prior to delivery of infant. No difficulty or abnormality was observed during insertion, indwell, or removal of the catheter. During routine follow up visit, patient reported dysuria, mild urethral discomfort. Mild swelling noted on provider exam. Urinalysis sent; negative. Later, patient reported to clinic staff that they had excruciating pain while out for a walk and that a piece of red, semi translucent plastic was expelled from inside of her while showering upon return to home. The plastic was photographed in patient's hand, and the photo was sent to clinic staff via patient portal. During subsequent conversation with patient, patient reports receiving care from a physician with another healthcare system who performed a scope that revealed about an inch of scarring in my bladder where urine exits the bladder. Patient stated that they continue to experience pain and discomfort during normal daily activity such as walking, sitting, and urinating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.